Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that when the imaging system software started it marked as red dotted line. The problem was solved by clicking the admin button and exiting it. Then the set up equipment screen will be updated. You can then see that the surgeon monitor and imaging system are connected and have a green line. Deleting and reinstalling the system resolved the issue. No patient present.

Manufacturer narrative:
Additional information: the system was booting and the dicom works. The only difficulty was with getting a direct communication between the imaging system and navigation system. Reinstalling the software resolved the issue. A medtronic representative went to the site to test the equipment. Testing revealed that the connections always had a red dotted line. It was believed that reinstalling the software after deleting all older versions may help resolve the problem. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that when the imaging system software started it marked as red dotted line. The problem was solved by clicking the admin button and exiting it. Then the set up equipment screen will be updated. You can then see that the surgeon monitor and imaging system are connected and have a green line. Deleting and reinstalling the system resolved the issue. No patient present. The system was booting and the dicom works. The only difficulty was with getting a direct communication between the imaging system and navigation system. Reinstalling the software resolved the issue.

Manufacturer narrative:
Correction: after further review, the previously reported follow-up information date received by manufacturer of 2019-jan-30 was updated to 2019-apr-01. If information is provided in the future, a supplemental report will be issued.